Manufacturer narrative:
D6b updated. The investigation is still ongoing.

Manufacturer narrative:
Investigation summary: asae / minor bleed / hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 65 year old male supported with an impella cp for acute myocardial infarction and cardiogenic shock experienced hematuria and evidence of shallow pump positioning on (B)(6) 2026. Echocardiography confirmed the pump was positioned too close to the aortic valve, and it was successfully repositioned to 4 cm below the aortic valve under imaging guidance, resolving the positioning issue. The patient subsequently developed oozing at the impella femoral access site with a localized hematoma, which improved after application of manual pressure; no ongoing bleeding was noted afterward. The device remains in use with plans for explant on (B)(6) 2026. No product return is expected, and no replacement was requested. The reported failure modes include minor bleeding, hematoma, hematuria, and device in wrong position. These complications of bleeding is consistent with known device-related and patient-related factors documented in the instructions for use (IFU). The patient survived the event and the impella explant. Based on available information, the event was managed clinically and device repositioning resolved the positioning concern. The patient remains on support.